Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the black box showed there was no evidence to support the complaint. During testing, a rewind, load and prime sequence were performed successfully. The force sensor calibration was found to be within specifications. The pump cover was removed and the force sensor pins were found to be fully seated in the sockets. There was no evidence of moisture or cracks on the force sensor flex observed. The complaint of insulin dispensing during the load step was not able to be duplicated during the investigation and no defect was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the entire cartridge was dispensing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.